Event description:
During a cuvette jam, the customer observed smoke emitting from the advia centaur xpt instrument. The operator stated that there was no injury, and the event did not cause any delay in patient sample testing or receiving patient results. There are no known reports of adverse health consequences due to the smoke emitted from the advia centaur xpt instrument.

Manufacturer narrative:
A united states customer contacted the siemens customer care center and noted that clearing the jam resolved the problem and allowed them to continue running patient samples. The customer stated the instrument was operational and requested no assistance or service. The customer did not report a recurrence and informed siemens that they had resolved the issue. Siemens reviewed the information provided and the troubleshooting performed by the customer, removing the jammed cuvette, resolved the issue. The potential cause of the smoke is unknown. Siemens concluded that the advia centaur xpt instrument operates as specified and requires no further evaluation.